Event description:
It was reported that the patient was experiencing inadequate stimulation and increased ipg charging due to having high impedances. The patient underwent and explant procedure and the explanted device components were not returned as they were not released from the hospital.

Manufacturer narrative:
B3: date of event: exact date unknown, event occurred six weeks ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7074256/7074274.